Event description:
Device report from colombia reports an event as follows: it was reported that during a procedure on (B)(6) 2022, menton plates and l plates (0.8) were used with screws from another commercial company (fixmedical). The specialist indicated that the diameters of the screws were very small and decided to combine the osteosynthesis materials. The procedure was completed successfully. This report is for a ti matrix 90 deg l-pl/2x2 h short/reversible/0.8mm thick. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot #94p5707 was provided, but it is not a valid number. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.